Event description:
The patient was undergoing a procedure for a scs trial system. It was reported the physician was unable to place the percutaneous lead due to excessive scar tissue. The procedure allegedly lasted about 2 hours. It was reported the physician discarded the lead and the patient will be referred to a neurosurgeon for another trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.